Event description:
Customer reported the insulin was dropped and customer has been having high blood glucose readings. Customer stated the reading would be up to 300 - 400 mg/dl the past couple of days treated with the device. Customer's current blood glucose was 250 mg/dl. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Customer reported the device's screen was damaged; it appeared to be a crack right in the middle. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer was unable to do high pressure test, will call back when he gets clamp. The cannula was not bent. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported the insulin had fallen from the table and caused the damage. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.